Manufacturer narrative:
Date of postoperative non-union development is unknown. Additional device codes: hwc, ktt. Date of original implant reported as few months ago; exact date is not known. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part number: 224.571; lot number: h266040. Part manufacture date: 09-jan-2017. Manufacturing location: (B)(4). Part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm narrow lcp plate 7 holes/134mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a revision surgery due to a nonunion of midshaft humerus and delayed healing. The surgeon removed one (1) 7 holes narrow locking compression plate (lcp) and seven (7) 4.5mm cortex screws. The patient was revised with one (1) 9 holes narrow locking compression plate (lcp) with screws. The original surgery was done few months ago. There was no surgical delay reported. Procedure outcome was successful. This report is for one (1) 4.5mm narrow lcp plate 7 holes. This is report 1 of 2 for complaint (B)(4).